Event description:
Physician was performing a lacremal duct probe on patient's right eye. He was using a crawford hook. On retreiving the stilus from the nose of the inferior limb, the hook probe off. X-ray was done and note that hook was broken off under the inferior turbinsate. Broken piece retrieved with use of suction. No subsequent process seen in that area. Physician reports patient stable and no further treatment indicateddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.